Manufacturer narrative:
Batch review performed on (B)(6) 2018: lot 162968: (B)(4) items manufactured and released on 06 july 2016. Expiration date: 2021-06-22. No anomalies found related to the issue. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient experienced pain after going for a long bush walk. The stem had subsided. The proximal end of the stem was not ingrown so the stem may have been moving or toggling, otherwise the stem was well implanted and was extremely difficult to be removed.